Manufacturer narrative:
Device analysis report attached. This report is submitted on june 27, 2024.

Manufacturer narrative:
This report is submitted on may 14, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an infection (abscess). It is unknown if there are plans to reimplant the patient as of the date of this report.